Manufacturer narrative:
The alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement not found during testing. Hardware low level failure confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 116 mg/dl. The customer stated that the self test was not ok after the second occurrence of the alarm. The device will not be returned for the analysis.